Event description:
Customer reported a past high blood glucose event with an unspecified highest level indicated as "high." There was no adverse impact to the customer's blood glucose level currently, as the glucose was not elevated at the time of follow-up. To resolve the high blood glucose, the customer changed the infusion set and provided additional boluses or injections as needed to manage glucose levels. It was noted that issues were associated with supplies from the same box, and the customer had tried air boluses to ensure insulin delivery. Technical support recommended trying different infusion sets, rotating sites, and following instructions for use when filling the cartridge, all of which the customer appreciated and agreed to follow. There were no additional issues reported with the pump, and it was not connected to the mobile app.